Event description:
It was reported that the patient's clothing caught on the unit while they were exiting the unit causing them to fall (unexpected perimeter). The fall resulted in a hand injury that required surgical closure.

Manufacturer narrative:
Section h codes have been updated to reflect the findings of the completed investigation. The device was not made available for evaluation, however information provided by the customer indicated that the alleged event was not due to a product failure.

Event description:
It was reported that the patient's clothing caught on the unit while they were exiting the unit causing them to fall (unexpected perimeter). The fall resulted in a hand injury that required surgical closure.